Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient¿s implantable neurostimulator was overdischarged and the manufacturer representative had to perform a physician mode reset. The manufacturer representative brought the ins out of overdischarge and charged the device to 25% but was unable to read the ins to clear the power on reset message. The patient thought that the implantable neurostimulator was overdischarged 2-3 times previously. Additional information was received from a manufacturer representative on 2018-sep-07. The overdischarge was not confirmed to be the third. Per technical services, the patient would need to continue to charge until the battery returned to ¿normal¿ state. The power on reset (por) has not been resolved at this time. Additional information was received from a manufacturer representative regarding the patient on 2018-oct-23. It was reported that the implantable neurostimulator was not able to be recovered, and it was unknown when the surgical consult would be; however, a replacement was to be scheduled. The health care provider was aware of the surgical consult request. No further information is known at this time. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the device was defective and not working because the patient was not getting stimulation that relieved their pain since (B)(6) 2018. The hcp reported the patient had met with a manufacturer representative (rep) in (B)(6) 2018 to check the device. The hcp reported that the patient claimed that the rep told them that the ins needed to be replaced or taken out. At the time of the report the patient did not have a doctor so physician listings were requested so the patient could find a doctor to help them with this event. The listings were sent to the hcp. No further complications were reported or anticipated.